Event description:
Procedure type: roux-en-y. According to the reporter: endostitch did not toggle the needle back and forth consistently. New endostitch opened. There wa no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. There was no unanticipated colostomy, formal laparotomy, re-operation, or conversion to open procedure. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).